Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor glucose value is much lower than the blood glucose value. Customer stated that in the morning the sensor glucose reading was 76 mg/dl and blood glucose value was 173 mg/dl. Customer stated the current sensor glucose value is 125 mg/dl and its rising. Nothing further reported.